Event description:
A report was received that during the trial period, the patient was explanted due to infection. The device was working properly prior to explant. The patient was experiencing pain and fever. It was reported that the patient was prone to infection. The patient was placed on IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.